Event description:
It was reported that during implant of the right atrial (ra) lead it was attempted to be repositioned several times with though that the helix may have some imbedded tissue on it. Therefore, the ra lead was later removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m implantable tachy lead (B)(6) 2013. Concomitant product: 4196 implantable pacing lead (B)(6) 2013. (B)(4).